Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) visited onsite and confirmed that the system won't power on. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that a power surge impacted the hospital¿s ups supporting the philips system. On further troubleshooting, fse found ups had defective batteries and was unable to support the system during the power outage. Ups had defective batteries and was unable to support the system during the power outage. The fse inspected the system mains cabinet and found that the host pc hard drives were turned off even though the host pc was powered on. To resolve the issue fse performed host pc hard drive reset. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.